Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported that the plunger rod was found to be chipped before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 1123331. Customer states that the plunger rod was found to be chipped before use. The returned syringe was examined and exhibited a broken flange. A review of the device history record was completed for batch # 1123331 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure (broken flange). Root cause for this defect cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported that the plunger rod was found to be chipped before use.